Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-50, serial#: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had an allergic reaction that started in the incision which had spread across the back following a recent revision procedure. The physician believed that the patient was allergic to cloraprep. The patient was prescribed with prednisone and antibiotic ointments. The patient was reportedly doing well.